Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient was revised to address the migration of two yukon set screws and one yukon polyaxial screw approximately six weeks after implantation. This record captures a yukon polyaxial screw.

Event description:
It was reported that a patient was revised to address the migration of two yukon set screws and one yukon polyaxial screw approximately six weeks after implantation. This record captures a yukon polyaxial screw.